Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the forceps port cover broke due to stress and deformation of the device. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the hysterofiberscope exhibited a broken forceps port cover. There was no patient involvement.